Event description:
The consumer reported an elective replacement indicator (eri). There were no trauma or falls reported to be related to the issue. There was an allegation or dissatisfaction with the implantable neurostimulator (ins) longevity. The patient did have high settings and it was noted that the person who did the programming told them that it was okay to increase as high as the patient needed and it should last 3-5 years. The patient saw the code 2 weeks ago and saw a low ins screen 2 months ago when they had an rf ablation. Additional information received from a manufacturer representative (rep) indicated the patient was experiencing their therapy skipping. The rep ran impedances and saw 1, 3, 4, 7, and 10 greater than 10k with zero. The caller ran them again at 3v and 1, 3, 4, and 10 were showing 19360 ohms and 7 was 12925. A longevity estimate came up with about 5 months. They ran longevity on group c: 10.5v 450pw 15 rate 2597 ohms, 7.5v 450pw 15 rat, 384 ohms, 10.2v 450 pw 15 rate xxx ohms, 9.4v 450 pw 15 rate 630 ohms. Additional information received from the patient indicated the ins battery finally died and saw an end of service (eos) appear on (B)(6) 2016. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.